Event description:
During an endoscopic procedure a multiple clip applier jammed while surgeon was working in patient's abdomen. Surgeon stated clip applicator jammed and he was unable to disengage the jaw in order to release the vessel. He had to pull the device off of the vessel which caused some shearing to the vessel wall.====================== manufacturer response for 5mm endoscopic multiple clip applier, ligamax 5======================return to manufacturer for analysis on 1/27/2011 in pre-paid return carton. Manufacturer to provide our hospital with analysis report.